Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering it illegible and unusable for interaction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed on how to place the current pump into storage mode and to utilize multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted. The problematic pump was to be returned with a pre-paid shipping label provided by technical support, and the caller confirmed understanding and compliance with these instructions.